Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension; product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: implantable neurostimulator; product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), ubd: 24-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported the patient had worsening symptoms. The battery was near end of life. The patient underwent an elective pulse generator replacement on (B)(6) 2016. After inserting the new generator, it was reported the right channel was completely open apart from contact 8. The lead was removed and re-inserted. During this procedure, a large amount of resistance was encountered on removing the extensions. The impedances remained >10,000. A second ins was used. This time the extensions were more easily inserted. However, impedances remained >10,000 on the right channel. The decision was made to close the incision, awaken the patient, and discuss management options which likely would include replacement of the extension. It was determined, during the procedure, one of the extensions was damaged and the patient was brought back to the operating room for extension replacement. It was reported there was damage to the left extension possibly due to manufacturing defect of the pulse generator.